Event description:
When applying the xr2 mayfield, the attachment screw on the swivel adaptor broke when it was screwed into the skull clamp. The head of the screw snapped off when tightened. Patient was not injured, but required a non-radiolucent skull clamp to be attached and "re-pinned." The procedure was delayed for 5 minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.